Event description:
Reports from the mds (drs. [Redacted names]) that they are having issues with the indeflator. The indeflator appears to work fine the first time but when they (mds) try to inflate the balloon a 2nd time, it feels like the threads in the handle are stripped and they cannot inflate the balloon. Have you received any reports like this? Lot: 60561753 (exp: [redacted date]) is the one we are having issue with on the [redacted name]. Dr. [Redacted name] has reported this same issue at [redacted name]. We have pulled this lot on the [redacted name] and I will be alerting the other hospitals of this issue. We would like to return this lot to you and have replacement product sent in. Per [redacted name] (abbott rep) on [redacted date]: we are just learning of this from several accounts this week. Please sequester the lot numbers you are having an issue with, and we will address next week. We will report this to our product experience team. Per [redacted date] at [redacted name] site on [redacted date]: per abbott, the 20/30 priority pack issue is related to lot #60561753. We did let them know that lot 60561752 was also a problem. If you have any inventory with these two lots please reach out to [redacted name] or your rep and let them know. Abbott has not identified what caused the issue yet. Manufacturer response for indeflator, 20/30 priority pack (per site reporter).